Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to treat patient using a closurefast catheter with a rfg2 generator. The cf7-7-100 catheter was used to successfully treat one vein segment. Physician then attempted to reinsert the catheter into a second segment but was unable to load the catheter onto the guidewire. Saline was used but issue remained. A second closurefast catheter (cf7-3-60) was then attempted. The second catheter experienced the same issues when attempting to load onto the guidewire. Saline was used again but catheter could still not advance. Procedure was completed using laser. No patient injury reported.

Manufacturer narrative:
Device evaluation: the closurefast catheter was inspected and found a kink to the catheter shaft approximately 5cm from the distal tip. No other external damages or anomalies were observed. A 0.025¿ guidewire from the lab was attempted to be front loaded, however a blockage was discovered immediately. A potential blockage did not appear visible on the external components of the device. The catheter was cut open in order to inspect the internal components of the coiled segment of the catheter. It was discovered a white crystalized substance was observed. It cannot be determined if the crystalized substance contributed to the loading difficulties at the time of the procedure.